Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A technical support specialist (tss) stated that contact was made with the customer to request a time frame to work on the station, and the customer indicated that a call back would be provided after checking the station availability. The tss later reported that information was obtained confirming the station was available for a few hours, and the customer acknowledged that work would begin after one hour. The tss attempted to reach the customer again after the agreed time but did not receive an answer and eventually confirmed with the customer that the station was available. The tss then connected to the station, reviewed the data synchronization information, and determined that a manual recovery process was required. The tss followed the recovery procedure, created a database backup and saved it to the d drive, executed the required script and stored the file in the encrypted protected health information location, performed the truncation process, and monitored the data synchronization activity to ensure there were no further errors. The tss verified on the server that the last upload and download timestamps were current. The tss later informed the customer that the station had been repaired and that verification from the customer end was required. The customer later confirmed that an all-device-events report showed accurate inventory transactions before and after the correction, and approval was given to close the ticket. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user indicated that the machine had been disconnected for approximately two weeks. After restarted the machine, the disconnect status cleared from the health site viewer. However, discrepancies on inventory levels were still observed between the bd enterprise server and the machine, with the last known transaction dated (B)(6) 2026. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.